Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezb0999 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that the first puncture with proper technique was performed, but without progression of the catheter, then an attempt of a second puncture was made, at this time, occurred the rupture of the introducer tip, making the new puncture impossible. The catheter was inserted on (B)(6), the insertion region was in the right upper limb in the superior vena cava. The catheter was flushed with saline before use with a 10 ml syringe. It was not observed resistance during infusion. This was the introducer needle.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.